Event description:
It was reported that the patient came in for a routine follow up. Device interrogation showed that the patient had ventricular fibrillation and shocks were not effective. Two shocks were delivered and one was aborted. The ventricular fibrillation was resolved spontaneously. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.